Event description:
A report was received that the patient was experiencing discomfort at the right flank and kept leaning up against it. The patient underwent an ipg revision procedure wherein the ipg was relocated and was doing well postoperatively.